Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension. On (B)(6) 2017 a follow up showed the patient had an unknown endoleak. It was reported on (B)(6) 2017, the physician confirmed a type 3b endoleak and elected to reline with a non-endologix gore device. The date of the secondary intervention is unknown. Final patient disposition was not reported to endologix. There have been no additional adverse events reported for this patient.